Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over-infusion of heparin which were reproduced during evaluation. Single heparin infusion with matching parameters (13.5ml/hr) were verified through a review of the event history log. Pump was programmed to run at 13.5 ml/hr, when pump rechecked two hours after infusion started it was discovered almost 200 ml had been infused, even though pump was confirmed to be programmed to run at 13.5ml/hr". The device was tested at 10ml/hr and 40ml/hr which yielded failing results at both rates (48.7% and 29.1% respectively. The pilot pin was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over-infusion of heparin. Pump was programmed to run at 13.5 ml/hr, when pump rechecked two hours after infusion started it was discovered almost 200 ml had been infused, even though pump was confirmed to be programmed to run at 13.5ml/hr. The event happened during delivery in the cardiovascular intensive care unit department . There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.